Manufacturer narrative:
(B)(6). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instrument was returned fractured. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however additional information is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured,tasp exhibits signs of repeated use and has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. (B)(6) 2017. It was reported that the provisional fractured during disassembly in decontamination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now known that the provisional fractured during disassembly in decontamination.